Event description:
It has been reported to philips that the collimator was out of alignment. It was later confirmed that the collimator blades were not opening up fully. The device was in use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator blades were not opening fully. Philips analyzed the log file which showed a collimator error. The collimator narrows the x-ray beam. The philips engineer replaced the collimator, after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.